Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The site indicated the following: multi level in-stent stenosis occurred in the study stent as well as in distally adjacent 3rd party stents. The patient was admitted for elective study leg (left) re-intervention, same day the re-intervention took place successfully. An early interim control visit was scheduled for (B)(6) 2024. Restenosis requiring intervention occurred (B)(6) 2024, resolved (B)(6) 2024. The patient left the hospital without complaints or complications.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response to the attached pmcf study and captures 01 occurrence of restenosis in a zfv6-80-6-14.0 device. Device evaluation the device evaluation could not be completed as the zfv6-80-6-14.0 zilver flex device of c1863423 lot number or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label as per the instructions for use, (B)(4) which accompanies the device and informs the user about the potential adverse events. These include restenosis of the stented artery. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to the patients pre-existing conditions and/or a known potential adverse event associated with the use of the device. As per page 39 of the attached study, advancing peripheral artery disease was provided as a condition or circumstance that caused or contributed to the event. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that can lead to or amplify the restenosis process. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, multi level in-stent stenosis occurred in the study stent as well as in distally adjacent 3rd party stents. Confirmed quantity of 01 x used device. According to the initial report, the patient experienced restenosis and was admitted for re-intervention which took place on the same day successfully. Investigation findings conclude that a possible root cause could be attributed to the patients pre-existing conditions and/or a known potential adverse event associated with the use of the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-nov-25.